Event description:
It was reported that dissection and thrombus occurred. Angiography revealed double vascular disease, and the patient was advised to have percutaneous coronary intervention in the left anterior descending artery (lad) and right coronary artery (rca). The distal rca involved a large posterior lateral branch (plb). Following pre-dilation with 1.50 x 12mm and 2.00 x 12 mm balloons, a 2.25 x 16 mm promus elite drug eluting stent was inserted into the rca. When checking the vessel with dye, the physician found both the posterior descending artery (pda) and plb were occluded with thrombus. The stent was withdrawn and a thrombus suction catheter was inserted to aspirate the thrombus. Angiography showed a large dissection at the bifurcation of the pda and plb which also extended proximally. A 2.25 x 30 mm non-boston scientific stent was successfully deployed from the plb to distal rca covering the entire segment where the thrombus and dissection were located. Final angiography showed no residual stenosis or dissection and timi iii flow was achieved. The patient was stable and shifted to the coronary care unit. Two days later, the patient was discharged.